Event description:
It was reported that the patient connector was not connecting with the titanium adapter well, which occurred when the patient changed the transfer set. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted. Report 2 of 2.

Manufacturer narrative:
(B)(4). Dimensional inspection of the returned transfer set sample identified that the inside diameter of the patient connector of the returned transfer set sample was identified to be out of specification. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. (B)(4).